Event description:
It was reported that the ilet system alerted for low glucose, with concurrent fingerstick blood glucose of 71 mg/dl and ilet reading of 73 mg/dl, and the user treated with oral carbohydrates, after which blood glucose rose to 92 mg/dl. The cause of the hypoglycemia was unclear. Investigation of this case revealed no device malfunction could be confirmed and that the event resolved with standard hypoglycemia treatment of half a cup of juice. Symptoms included shaking/tremors consistent with hypoglycemia that improved after treatment. Outcomes included recovery without medical intervention or hospitalization, and the user planned to continue self-monitoring. It was concluded that the event was consistent with hypoglycemia of unknown cause, with device function not verified as contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.